Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgeon indicated that the endowrist vessel sealer instrument would not cut. According to the initial reporter, the instrument would seal. It was reported that when the cut pedal would be pressed, the surgeon side console (ssc) would just give a warning beep. Due to the reported instrument issue, the surgeon made the decision to convert the surgical procedure to open surgical techniques.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. On (B)(4) 2013, an isi field service engineer (fse) performed a field evaluation at the site. The fse checked for vessel sealer instrument function by installing a test instrument on the system. The fse did not observe any issues with sealing or cutting with the test instrument. The fse tested and verified the system to manufacturer specifications. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013. No system errors were found to have occurred during the reported surgical procedure. On (B)(4) 2013, isi contacted the clinical sales representative (csr) who reported this complaint and obtained additional information regarding the reported event. The csr indicated that the surgeon encountered the cutting issue with the endowrist vessel sealer instrument about 10 minutes into the surgical procedure. The csr indicated that the surgical staff did not attempt to contact isi for troubleshooting the reported issue. Due to the instrument issue, the surgeon made the decision to convert the surgical procedure to open surgical techniques. According to the csr, the patient did not experience any intra-operative or post-operative complications. The csr stated that he consulted with the site and determined that the surgeon was not properly using the pedal for cutting on the surgeon side console (ssc). The csr instructed the surgical staff and surgeon on proper use of the ssc cut pedal. As of the date of this report, there have been no reported recurrences of the instrument cutting issue. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon encountered a cutting issue with the endowrist vessel sealer instrument and made the decision to convert the surgical procedure to open surgical techniques. However, there is no evidence that an instrument malfunction occurred during the da vinci si surgical procedure.

Manufacturer narrative:
On (B)(4) 2013, intuitive surgical inc. (Isi) contacted the surgeon who performed the da vinci si hysterectomy procedure involved with this complaint and obtained additional information regarding the reported event. The surgeon indicated that the reported issue occurred on (B)(6) 2013.